Event description:
It was reported to philips that the device did not shock in manual mode while in use on a patient, the device displayed an x, then an hourglass. This issue occurred while the device was in use on a patient. There was no negative patient impact.

Manufacturer narrative:
.